Event description:
Reporter alleged obtaining discrepant blood glucose results of 316 mg/dl back to back with result of 96 mg/dl, when testing was performed 4 mins apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.